Event description:
Livanova deutschland received a report related to a s5 console. When on pump with the arterial line clampled, user was losing volume and there was no leak. Therefore, perfusionist took off bypass and changed disposables. No change occurred. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the s5 system. The incident occurred in cape girardeau, missouri. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.